Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed. At the time of the report, the pelvic pain, hypersensitivity, menstrual disorder and infection outcome was unknown. The reporter considered hypersensitivity, infection, menstrual disorder and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 28-year-old female patient who had essure (batch no. 646514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's past medical history included multiparous. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding(vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced vaginal infection ("infections/vaginitis") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the hypersensitivity, menstrual disorder, vaginal infection, menorrhagia, vaginal haemorrhage, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following events were confirmed in patient's medical records: pelvic pain, menorrhagia and vaginal discharge. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Lot number added. New events added- abnormal bleeding(vaginal, menorrhagia), depression, mental anguish, vaginal discharge and the patient did not undergo essure confirmation test. Event verbatim was updated as infection/vaginitis and pt was updated to vaginal infection. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 28-year-old female patient who had essure (batch no. 646514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's medical history included multiparous and abortion. Concurrent conditions included paratubal cyst and uterine bleeding. Concomitant products included medroxyprogesterone acetate (provera) from (B)(6) 2017, naproxen from (B)(6) 2017 and norethisterone (micronor) from (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding(vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced vaginal infection ("infections/vaginitis") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction/ rash/ skin condition"), menstrual disorder ("menstrual issues"), genital haemorrhage ("general abnormal bleeding"), vulvovaginal candidiasis ("candidal vaginosis"), urinary tract disorder ("bladder/ urinary problems"), bladder disorder ("bladder/ urinary problems") and post procedural complication ("post removal complication"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, genital haemorrhage, urinary tract disorder and bladder disorder had resolved and the menstrual disorder, vaginal infection, menorrhagia, vaginal haemorrhage, depression, anxiety, vaginal discharge, vulvovaginal candidiasis and post procedural complication outcome was unknown. The reporter considered anxiety, bladder disorder, depression, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. Concerning the injuries reported in this case, the following events were confirmed in patient's medical records: pelvic pain, menorrhagia and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New events: general abnormal bleeding, candida vaginosis, bladder/ urinary problems and post procedural complication added. Outcome for events added. New reporter added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 28-year-old female patient who had essure (batch no. 646514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's past medical history included multiparous. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding(vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced vaginal infection ("infections/vaginitis") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the hypersensitivity, menstrual disorder, vaginal infection, menorrhagia, vaginal haemorrhage, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following events were confirmed in patient's medical records: pelvic pain, menorrhagia and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 28-year-old female patient who had essure (batch no. 646514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's medical history included multiparous and abortion (one). Concurrent conditions included paratubal cyst and uterine bleeding. Concomitant products included medroxyprogesterone acetate (provera) from (B)(6) 2017 to (B)(6) 2017, naproxen from (B)(6) 2017 to (B)(6) 2017 and norethisterone (micronor) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding(vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced vaginal infection ("infections/vaginitis") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction/ rash/ skin condition"), genital haemorrhage ("general abnormal bleeding"), menstrual disorder ("menstrual issues"), vulvovaginal candidiasis ("candidal vaginosis"), urinary tract disorder ("bladder/ urinary problems"), bladder disorder ("bladder/ urinary problems") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy (uterus+cervix), salpingo-oopherectomy-unilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, genital haemorrhage, urinary tract disorder and bladder disorder had resolved and the menorrhagia, vaginal haemorrhage, menstrual disorder, vulvovaginal candidiasis, vaginal infection, vaginal discharge, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, bladder disorder, depression, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. Concerning the injuries reported in this case, the following events were confirmed in patient's medical records: pelvic pain, menorrhagia and vaginal discharge. Lot number: 646514 manufacturing date: 2009-06 expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.